Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, two false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: in run 6504 there were two samples that the instrument called positive for more than one target, but the curves showed only amplification for one target per sample. The samples are answered by looking at the curves so no impact on patients.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives." Customer reported that they had a run where two samples had positive results for more than one assay target and were thus suspected to be false positive results. Review of the customer's user-defined protocol (udp) settings revealed no corrections in place for optical crosstalk. The customer was offered assistance by bd to further optimize their udp and enhance assay performance. Bd service also reviewed the customer run database and found no evidence of an instrument issue and the instrument is operating to specifications. This complaint is unconfirmed as the instrument is operating to specifications. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1791, and no additional cases were observed for the complaint failure mode reported.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, two false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: in run (B)(4), there were two samples that the instrument called positive for more than one target, but the curves showed only amplification for one target per sample. The samples are answered by looking at the curves so no impact on patients.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.